Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 7 it was reported that panel phoenix nmic/ID-307 misidentification of e coli as other gram negative organisms has occurred. No injuries were reported. The following information was provided by the initial reporter: misidentification of e coli as other gram negative organisms.